Event description:
Reportedly, during lead impedance test, the device was programmed in aaisafer mode at 80min-1. However, the patient spontaneous rhythm was observed at 32min-1 and loss of pacing was noted for approximately one minute. During the magnet mode test, normal device behavior was observed. In addition, upon pressing the 'start' button in the real time test, unexpected data was observed on the programmer screen. An analysis is requested.

Event description:
Reportedly, during lead impedance test, the device was programmed in aaisafer mode at 80min-1. However, the patient spontaneous rhythm was observed at 32min-1 and loss of pacing was noted for approximately one minute. During the magnet mode test, normal device behavior was observed. In addition, upon pressing the 'start' button in the real time test, unexpected data was observed on the programmer screen. An analysis is requested.